Event description:
During stage ii of an implant procedure (implantation of ins), it was noticed that the tined lead, which was implanted during stage I, was extremely kinked at the end. The lead could be straightened and the normal shape reestablished, but it was not possible to introduce it into the ins connector block. Several efforts failed, even when some water was used to ensure a softer insertion of the tined lead. Finally, the tined lead broke and the third contact was stuck in the ins, making the ins and the implanted lead useless. It was noted that there was no recognizable surgical shortcoming during the whole procedure. A new lead and ins were opened and implanted. It was reported that there was no patient injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model#: 3058, serial#: (B)(4)) found no anomaly. It was noted that the lead or lead parts were stuck in the ins's ports. Good, stable output was measured on all electrode pairs after the lead part(s) were removed from the connector port.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Lead, model 3889-28, lot# 0205827343, implanted: (B)(6) 2012, explanted: (B)(6) 2012. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.